Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient faced an event of infection at an infusion site on unspecified date. The patient was treated with oral antibiotics for the infection. While the infusion site was reported to have improved, the inflammation levels remained high at the time of the report. No further information was available.